Event description:
The event is reported as: during incoming inspection a pin-hole was detected on the package . No report of a pt injury/involvement.

Manufacturer narrative:
The device sample was not returned for evaluation.